Event description:
The hospital reported the patient fell on the floor and they could see spontaneous breathing. The hospital reported the cause of death is unknown. Device evaluation and service was completed and there were no faults found. Testing, including alarms, were completed and passed.

Manufacturer narrative:
Supplemental report.

Event description:
The international hospital reported the ventilator was in use on a patient via mask on (B)(6) 2013 when the patient fell and the mask came off the patient. The hospital reported the ventilator did not alarm upon disconnect from the patient. The hospital reported the mask was put back on the patient but the patient's condition was bad. The patient was sent to ICU and the hospital reported the patient died. The hospital did not report the event. The hospital checked the operation of the device and reported the patient circuit disconnect alarm sounded properly and was confirmed. The hospital placed a new patient circuit on the device and used it on other patient. On (B)(6) ,the customer contacted the device manufacturer and reported the event and that the hospital requested a check of the device. Operation of the device as reported by the hospital was checked by the manufacturer's service group. The circuit disconnect alarm sounded properly and was confirmed during the device evaluation. Review of the device diagnostic log noted no circuit disconnect occurrences on the time when mask was reported to be off the patient. The device was collected from the hospital by the manufacturer's service group for further evaluation and testing. Alarm testing was performed and the alarm sounded properly, including the circuit disconnect alarm. Further evaluation and testing is being performed.